Event description:
It is reported that upon inspection the distractor was noted to be chipped.

Manufacturer narrative:
Based on the lot number the distractor has an approx field of age of 2 years and 6 months. In july 2013, a recall was initiated to remove the distractors produced prior to a design change to the hook. Eval codes: as returned, there is a clip in the hook. Device history records indicate all components were manufactured and inspected to specification.